Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during the deployment of a 26mm sapien 3 valve via the transfemoral approach, the moment of valve deployment, the commander delivery system balloon ¿ruptured¿ and the valve did not expand. While retrieving the devices, the valve ¿got stuck¿ in the femoral artery. The devices had to be surgically removed. New devices were prepared and a new sapien 3 valve was successfully implanted. The patient was transferred to the ICU post procedure. The valve remains implanted in the patient. Information concerning the native annular diameter and the degree of valvular calcification was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information: it was reported that the access vessel minimum luminal diameter (mld) measured 10.9mm with moderate calcification and moderate tortuosity reported. The ¿broken balloon¿ was confirmed after retrieving the devices from the patient. Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. A portion of the commander delivery system and valve were returned to edwards lifesciences for evaluation. The valve was crimped and centered on the working length of the balloon. Only the distal portion of the delivery system (nose tip, inflation balloon and part of the guidewire lumen) was returned with a partial guidewire through it. Visual inspection of the delivery system revealed the balloon material separated proximal to the inflation balloon/crimp balloon (I/c) bond region. No relevant functional testing could be performed due to the condition of the device. Since the crimp balloon was not returned, no dimensional analysis of the wall thickness of the crimp balloon could be performed. A device history records (DHR) review of the relevant work orders related to the manufacturing of the devices and components, including the tubing lots and resin for the crimp balloon, was performed. None of the work orders revealed any issues that may have contributed to the reported event. A lot history review revealed no similar complaints. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the complaint history from (B)(6) 2017 to (B)(6) 2018 revealed other similar returned complaints that were confirmed. No manufacturing non-conformance and no labeling or IFU inadequacies were identified during these evaluations. Available information suggested that the complaints may have been related to patient/procedural factors. However, per management discretion a product risk assessment and CAPA were previously initiated to document the balloon torn issue investigation and any corrective actions. Review of complaint history revealed that the monthly occurrence rates did not exceed the control limit for the applicable trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During manufacturing, all inspections are conducted on 100% of the units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The balloons are inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, single wall thickness, mechanical damage and scratches. The crimp balloons undergo 100% dimensional inspection and visual inspection for defects. The I/c bond is visually inspected for defects (e.g. Bubbles or burns). The balloon is inspected for size and distorted/pinched folds. During final inspection, the entire device is inspected for missing components, device damage, incorrect assembly and distorted/pinched folds. As part of the functional pv testing, the samples are inspected for physical damage, loose or missing components and I/c bond not intact or torn. The samples also undergo tensile product verification testing. Of note, this work order samples underwent and passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint events. In this case, the complaints for balloon torn and delivery system/valve withdrawal difficulty from vasculature were confirmed. However, investigation of the device, complaint history, lot history, and DHR reviews revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Potential root causes for the separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond may include performing the valve alignment process is a tortuous anatomy or residual fluid left in the inflation balloon from de-airing, resulting in increased forces being applied to the crimp balloon. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. The high forces experienced could have weakened the material near the bond joint, resulting in the separation of the crimp balloon during inflation of the device. Per report, during withdrawal the valve got stuck in the femoral artery. The moderate degree of calcification and tortuosity in the arteries can make it difficult to retrieve the valve through the vessel. As instructed in the training procedural manual, the sheath tip should be positioned past the aortic bifurcation, and during retrieval of a crimped thv, the sheath and delivery system should be pulled as a unit once the thv is completely inside the sheath. Although a definite root cause cannot be confirmed, available information suggests that procedural factors (high valve alignment forces), in combination with patient factors (moderate access vessel tortuosity, moderate access vessel calcification) may have contributed to the reported torn balloon (I/c bond tear) and subsequent withdrawal difficulties of the devices. No manufacturing non-conformities or IFU/training manual deficiencies were identified during this evaluation and the occurrence rate did not exceed the complaint control limits for the applicable trending categories. As such, a product risk assessment, nor preventative or corrective actions are required. However, per management discretion, a CAPA and product risk assessment were previously initiated to document the investigation and corrective actions regarding the balloon torn issue. No IFU/training deficiencies were identified. Regardless, edwards has decided to include into the IFU additional information that currently exists in the training manuals related to tension build-up in the device.